Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the two surgical procedures that the patient underwent was a posterior bilateral pedicle screw instrumentation l2-s1 with a minimally invasive percutaneous approach and posterior lumbar arthrodesis l2-s1. Pulsatility index (pi) events were likely related to patient condition, during surgery and no further test done in reference to the pi events. The patient was discharged to a rehabilitation hospital.

Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 12 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent an unspecified surgical procedure. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pulsatility index events. Log file analysis did not reveal any device issues. Additional information regarding reason for surgical procedure and if it was associated with the lvad system was requested but not yet provided.